Event description:
Tip of screw broke during entry into tibial tunnel. Doctor backed the screw out, he noted enough of the screw was left and continued to insert. Satisfactory fixation was achieved. Patient safety was not compromised.